Event description:
It was reported that the device was found to be in backup vvi while still in the box due to data error.

Manufacturer narrative:
UDI (di): (B)(4). The reported backup vvi was confirmed in the laboratory and was due to a data error. The device was tested on the bench and an anomalous component on the hybrid was found to be the root cause of the reported backup vvi.